Event description:
During a remote follow-up, the device record that was sent, via mobile application, did not include an expected portion of the transmission. No intervention has been performed and the patient was stable and will continue to be monitored.